Event description:
A user facility reported saline bag back filled during the first setup of the day after recirculation had been running for 5 minutes. There was no patient involvement. On site technician replaced the diasafe filter and called for additional support. A fresenius field service engineer visited the site and replaced the air separator. Since the repair the system was placed back in use without further issue.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.